Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer stated the 7x150mm smart stent longer than 150mm. An unknown balloon was used to measure. It is assumed that a 150cm balloon was used for comparison. There was no reported injury to the patient. The product was stored and handled in accordance with the instructions for use (IFU). The temperature exposure indicator was confirmed to show the correct black dotted pattern with a grey background. The product was inspected and prepped per IFU with no abnormalities noted in the stent delivery system prior to use. When removed from the tray, the stent remained constrained within the outer sheath. No difficulty was encountered flushing either the stopcock or the stent delivery system (sds). The sds did not pass through any known acute bends, and there was no difficulty tracking or advancing it toward the lesion. No unusual force was applied, and no thrombus was observed proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement and was removed prior to stent deployment, ensuring the stent was free to deploy. The sds was advanced past the lesion and withdrawn back into position before deployment. The device is not being returned, and no tracking information is available. The device will be returned for evaluation.

Event description:
As reported, the customer stated the 7x150mm smart stent longer than 150mm. An unknown balloon was used to measure. It is assumed that a 150cm balloon was used for comparison. There was no reported injury to the patient. The product was stored and handled in accordance with the instructions for use (IFU). The temperature exposure indicator was confirmed to show the correct black dotted pattern with a grey background. The product was inspected and prepped per IFU with no abnormalities noted in the stent delivery system prior to use. When removed from the tray, the stent remained constrained within the outer sheath. No difficulty was encountered flushing either the stopcock or the stent delivery system (sds). The sds did not pass through any known acute bends, and there was no difficulty tracking or advancing it toward the lesion. No unusual force was applied, and no thrombus was observed proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement and was removed prior to stent deployment, ensuring the stent was free to deploy. The sds was advanced past the lesion and withdrawn back into position before deployment. The device is not being returned, and no tracking information is available. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the customer stated the 7x150mm smart stent longer than 150mm. An unknown balloon was used to measure. It is assumed that a 150cm balloon was used for comparison. There was no reported injury to the patient. The product was stored and handled in accordance with the instructions for use (IFU). The temperature exposure indicator was confirmed to show the correct black dotted pattern with a grey background. The product was inspected and prepped per IFU with no abnormalities noted in the stent delivery system prior to use. When removed from the tray, the stent remained constrained within the outer sheath. No difficulty was encountered flushing either the stopcock or the stent delivery system (sds). The sds did not pass through any known acute bends, and there was no difficulty tracking or advancing it toward the lesion. No unusual force was applied, and no thrombus was observed proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement and was removed prior to stent deployment, ensuring the stent was free to deploy. The sds was advanced past the lesion and withdrawn back into position before deployment. The device is not being returned, and no tracking information is available. One fluoroscopic image was sent for review. A self-expanding vascular stent is visible with the radiopaque braided/mesh extending longitudinally within the field of view. Radiopaque markers are visible at the proximal and distal ends of the stent. Within the limits of the image quality, the stent appears continuous along its length, with no visually apparent discontinuity, fracture, or gross deformation. However, the exact length of the stent cannot be verified in the image provided. A product history record (phr) review of lot 18480463 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent incorrect length too long¿ could not be verified based on the image sent in for review. The exact cause cannot be determined. The fluoroscopic image did not allow for confirmation of the stent¿s measured length, and no reference standard or calibrated measurement method was documented. Additionally, the use of an unknown balloon for comparison limits the reliability of the reported dimensional assessment. No device malfunction, deployment abnormality, or structural integrity issue was identified based on the available information. In the absence of the returned device, or objective measurement evidence, it is difficult to draw a clinical conclusion between the device and the event reported. Procedural factors and use of concomitant devices may have contributed. According to the instructions for use, which is not intended to mitigate risk, ¿the device is intended for use by physicians who have received appropriate training in such interventional techniques as percutaneous transluminal angioplasty and placement of intravascular stents. Radiographic equipment that provides high quality images is needed. Measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent that has an unconstrained diameter at least 1 mm larger than the largest reference vessel diameter to achieve secure placement according to the following stent size selection table.¿ neither the phr, picture analysis or the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the customer stated the 7x150mm smart stent longer than 150mm. There was no reported injury to the patient. The product was stored and handled in accordance with the instructions for use (IFU). The temperature exposure indicator was confirmed to show the correct black dotted pattern with a grey background. The product was inspected and prepped per IFU with no abnormalities noted in the stent delivery system prior to use. When removed from the tray, the stent remained constrained within the outer sheath. No difficulty was encountered flushing either the stopcock or the stent delivery system (sds). The sds did not pass through any known acute bends, and there was no difficulty tracking or advancing it toward the lesion. No unusual force was applied, and no thrombus was observed proximal to, at, or distal to the lesion site. The smart control locking pin was in place during advancement and was removed prior to stent deployment, ensuring the stent was free to deploy. The sds was advanced past the lesion and withdrawn back into position before deployment. The device is not being returned, and no tracking information is available. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.